Event description:
The hcp reported the pump was not delivering drug. The "rotors worked during study." The pump was explanted after an implant duration of one month. The pump was replaced and returned to the manufacturer for analysis.